Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to excessive force applied by the user olympus will continue to monitor field performance for this device.

Event description:
The olympus onsite support specialist reported that the customer ultra autoclavable rigid telescope has ¿damaged lens, no image¿. The reported problem was found at inspection before use. No death or injury and no impact to person or other was reported to olympus.

Manufacturer narrative:
The referenced scope was returned to the olympus service center. The service inspection confirmed the customer¿s reported issue, broken lens inside the optical system attributing to a blurry/foggy image. No moisture was observed inside the optical system. The inspection also noted the rigid outer tube is bent. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.